Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubn0201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was placed on (B)(6) and was put in a dressing by the pediatric surgeon. It was stated that two days later the nurses wanted to use the catheter on the floor and noticed that there were two holes - about 180° opposite just behind the hub. Surgeons try to use a repair kit but did not succeed and replaced the catheter with another hickman catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter near the white hub was confirmed, but the exact cause is unknown. The implicated product was a 7fr d/l hickman catheter. An extension leg with white connector from a hickman type catheter was returned for investigation. The catheter exhibited evidence of use. The extension leg tubing extended 1.9cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. The printing on the extension leg was completed and was not worn. Blood residue was observed on the clamp. Three holes were observed in the clamping oversleeve near the crimp collar. The holes were located 1.75mm, 2.5mm, and 3.75mm from the distal end of the crimp collar. The holes located 1.75mm and 2.5mm from the crimp collar were approximately 180-degrees apart. Impressions were visible in the clamping oversleeve in the area of the holes. The observed damage can occur if the clamp is compressed over the catheter adjacent to the crimp collar. It is unknown when the catheter was damaged; however, due to the evidence of use found on the returned catheter, this may have occurred during use. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that catheter was placed on august 29th and was put in a dressing by the pediatric surgeon. It was stated that two days later the nurses wanted to use the catheter on the floor and noticed that there were two holes - about 180° opposite just behind the hub. Surgeons try to use a repair kit but did not succeed and replaced the catheter with another hickman catheter.